Event description:
When pt removed pump from refrigerator, she noted leakage inside ziplock bag. Pt stated the liquid has a distinctive "antibiotic" small. Dose was due in the evening. Three devices filled with rocehin were in the ziplock bag. Doses were replaced.